Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Correction to corporate lot no d.4 a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an improper introducer sheath peel is confirmed. One dl 5 fr powerpicc catheter and kit components were returned for investigation. The microintroducer sheath was returned peeled. The catheter has not been trimmed and no apparent use residue was observed on the catheter. The catheter was flushed with water using a 12 ml syringe and was found to be patent to infusion. One of the microintroducer peel sides was observed to be detached from the orange handle. The detached handle was not returned. Use residue was observed within the dilator. Microscopic observation of the returned tab showed material whitening in the splitting area which is indicative of the material stretching before splitting. One side of the grey sheath was observed have material damage and tearing at the location of the detached tab.

Event description:
It was reported that the dilator was torn. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recq1799 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the dilator was torn. No other information was provided.